Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been rec'd for evaluation and this complaint is still under investigation.